Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 50 mg/dl at the time of the incident. The customer had a car accident while wearing the insulin pump. The customer was given intravenous fluids, food and drinks to treat. The customer ended up at 500 mg/dl after the treatment. The customer experienced symptoms such as being disoriented and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated that they probably overdosed on insulin. Troubleshooting was not completed as the customer declined. Customer also reported another low blood glucose incident on (B)(6) 2015 and they were taken to the emergency room, where the insulin pump was taken off. The customer was given food, intravenous fluids, and juice to treat. The customer was released when they got to 270 mg/dl and by the time they got home, their levels were 600 mg/dl, and they treated for the high with manual injections and the insulin pump. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.